Event description:
It was reported on that during a breast biopsy on (B)(6) 2026 with an eviva device that there was a "questionable faulty sheath for the biopsy device. During procedure when we were taking samples. Saline was the only thing that was coming back into the suction canister. There wasn't any blood or specimen. We then switch another needle but kept the same sheath. The same thing happened with the new needle. Then we noticed that the clear sheath was broken from the piece that holds it into place." Customer outreach was performed and they stated "we completed the biopsy using the ultrasound biopsy device while the patient was still on the biopsy table. The doctor did get a few calcifications in the biopsy sample. The pathology came back benign." However, [the doctor] "suggest[s] another biopsy be done to ensure that they have adequate samples." No further information is available at this time.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.